Event description:
A nurse reported to baxter (B)(4) that leakage was found at the junction of the spike of the transfer set and the port of yume set during therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and the root cause could not be determined during the sample evaluation. Received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak. Spike was attached to lab set and was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.